Event description:
The user facility reported that during a patient procedure, a patient slid off their 3085sp surgical table.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly. The technician went through all functions and articulated the table with weight on it. No issues were noted and the table was returned to service. No additional issues have been reported. Prior to the steris technician's arrival the user facility's biomed tested the table and found no issues; the table was operating to specifications. After the biomed inspected the table they requested steris be contacted for an evaluation. As no issues were noted with the table subject of the reported event it appears that the patient may not have been properly secured during the procedure. The operator manual states (pp.1-1), "do not place patient on the table unless floor locks are engaged." "Do not release floor locks while patient is on table." The operator manual further states (pp. 1-2), "warning-personal injury hazard: healthcare professionals must ensure patients are positioned and monitored to prevent compromising respiration, nerve pathways, or circulation." "Unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices." The table was installed in 1998 and is approximately 17 years old. The table is serviced and maintained by the user facility. The user facility declined to provide additional information regarding the reported event.